Event description:
It was reported that during the patient's generator changeout procedure it was found that the left ventricular (lv) lead had a disruption of the insulation near the lead pin, but the underlying conductor was visually and electrically intact. The lv lead was repaired and remains in use. The patient is enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.